Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material was coming out of the suction cylinder, the insertion resistance was out of standard due to breakage of the distal end cover, the angulation in the up direction was out of standard, the bending section rubber had liquid leakage, the water flow was out of standard due to deformation of the nozzle, the screen was blurred due to damage to the charged coupled device, the charged coupled device lens was broken, the coating of the connecting tube was peeled off, the connecting tube protector was creased, the video cable coating was peeled off, the bending tube was deformed, the distal end was worn, and the light guide lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had leakage from the bending section rubber. The issue was found during preparation for use. Inspection and testing of the returned device found foreign material coming out of the suction cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.